Event description:
Based on the information provided, the patient got injected with revanesse versa+ (with lidocaine) on (B)(6) 2022. According to the initial report, the patient was experiencing paralysis in one side of the face. It was described as bell's palsy. At the time of notification of this adverse event, the injector has asked if the medical affairs (B)(6) would reach out. No information regarding topic anaesthetic has been provided. No information regarding allergies has been provided. No information regarding medical history and presence of risk factors have been provided. On 18 jan 2022, same day of notification, qa department at (B)(6) contacted clinic/injector requesting information regarding this clinical complaint. On 26 jan 2022, as a result of no response, qa department at (B)(6) contacted clinic/injector again requesting information regarding this clinical complaint. On 15 feb 2022, as a result of no response, qa department at (B)(6) contacted clinic/injector again requesting information regarding this clinical complaint. On 17 feb 2022, a sales representative informed the qa department at (B)(6) that patient's issues have been resolved according to injector. As of 17 feb 2022, no response from the injector/clinic has been received. Qa department at (B)(6) will continue the investigation.

Manufacturer narrative:
(B)(6) medical director's response to this adverse event will be provided to the clinic along with the letter indicating approved areas for injection for revanesse versa+ product when requested information for conducting investigation is provided.

Manufacturer narrative:
The manufacturer could not obtain further information from the clinic despite repeated attempts. Product lot number was not confirmed by the clinic to enable internal investigations. 18-oct-2022, qa has forwarded a notification letter to the clinic to convey the necessity of providing adequate information to enable adequate investigations. No information was provided. A medical assessment could not be made with the limited information provided. Hard copies of notification letter attached to this will be posted to the clinic as well. Manufacturer has decided to close the case.

Event description:
Based on the information provided, the patient got injected with revanesse versa+ (with lidocaine) on (B)(6) 2022. According to the initial report, the patient was experiencing paralysis in one side of the face. It was described as bell's palsy. No information regarding topic anaesthetic has been provided. No information regarding allergies has been provided. No information regarding medical history and presence of risk factors have been provided. On 18 jan 2022, same day of notification, qa department based on the information provided, the patient got injected with revanesse versa+ (with lidocaine) on (B)(6) 2022. According to the initial report, the patient was experiencing paralysis in one side of the face. It was described as bell's palsy. Based on the information provided, the patient got injected with revanesse versa+ (with lidocaine) on (B)(6) 2022. According to the initial report, the patient was experiencing paralysis in one side of the face. It was described as bell's palsy. Prollenium medical technologies contacted clinic/injector requesting information regarding this clinical complaint. On 26 jan 2022, as a result of no response, qa department at prollenium medical technologies contacted clinic/injector again requesting information regarding this clinical complaint. On 15 feb 2022, as a result of no response, qa department at prollenium medical technologies contacted clinic/injector again requesting information regarding this clinical complaint. On 17 feb 2022, a sales representative informed the qa department at prollenium medical technologies that patient's issues have been resolved according to injector. As of 17 feb 2022, no response from the injector/clinic has been received. 18-oct-2022, qa has forwarded a notification letter to the clinic to convey the necessity of providing adequate information to enable adequate investigations. No information was provided. A medical assessment could not be made with the limited information provided. Manufacturer has decided to close the case.